Event description:
Patient was revised to address poly wear. The dynamic locking ring was also found to be broken.

Manufacturer narrative:
Patient was revised to address poly wear. The dynamic locking ring was also found to be broken. Doi (B)(6) 1993 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the acetabular cup as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. It would not be unreasonable to find poly material wear after the length of time reported as implanted. It is suspected that it fractured as a result of the liner extraction process and did not fail in-vivo. The investigation has determined that the acetabular liner product code is now obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.